Manufacturer narrative:
(B)(4). A philips field service engineer was dispatched to examine the tee probe where a wire protruding from the tip sheath was observed. The damaged probe was returned for evaluation and the initial investigation revealed a broken and frayed steering cable causing a small section of one strand to pierce through the articulation cover. The exact cause of the damage to the steering cable could not be determined.

Event description:
The customer reported an error message while preparing a tee for use. The tee was taken out of service and another probe was used to perform the examination. No patient injury occurred.